Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device powers on and voice prompts can be heard but the display is dark and they cannot see it. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and was able to verify the reported issue. Physio removed the digital pcb assembly and further evaluated it. It was observed that a plastic bar on the impact lens has pressed on the back light wires, and put pressure on the digital pcb assembly connector, designator j9. The force caused pin 1 of j9 to come loose from the pcb and disable the back light.